Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. A day after the event onset, the patient was hospitalized and treated with vancomycin (1gm, intraperitoneal, every 5th day, ongoing) and meropenem injection (500mg, intravenous, tds for 14 days, ongoing) for peritonitis. At the time of this report, the patient was recovering from peritonitis but remained hospitalized. Pd therapy was ongoing. No additional information is available.